Manufacturer narrative:
The lot number of the device that was in use is unknown. The customer contact identified two possible lot numbers (plots). A device from possible lot numbers 240984w or 261764w is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel additional information can be found in section MFR site. Upon FDA request, this report is being submitted to report the correct MFR number.

Event description:
The customer contact reported a leak. The male adapter of an unspecified primary tubing set was connected to the female adapter of the extension tubing set and was to be used to deliver an unspecified volume of total parenteral nutrition and lipids, at an unspecified rate. The customer contact reported that after an unspecified length of time after priming the tubing set, prior to patient use, an unspecified volume of solution leaked from the outlet port of the filter of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
Subsequent to the submission of follow up #1 medwatch MFR report #9615050-2013-04245 it was noted the manufacturer report # for (B)(4) was inadvertently selected instead of the intended (B)(4) manufacturer#.

Event description:
The customer contact reported a leak. The male adapter of an unspecified primary tubing set was connected to the female adapter of the extension tubing set and was to be used to deliver an unspecified volume of total parenteral nutrition and lipids, at an unspecified rate. The customer contact reported that after an unspecified length of time after priming the tubing set, prior to patient use, an unspecified volume of solution leaked from the outlet port of the filter of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.